Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') in a 25-year-old female patient who had essure (ess205) (batch no. 12230036) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included vaginal discharge, bacterial vaginosis, obesity, lumbar strain, back pain and grand multiparity. Previously administered products included for an unreported indication: ibuprofen and tramadol. Concurrent conditions included fibroids. Concomitant products included nsaids since (B)(6) 2003 and paracetamol (acetaminophen) since (B)(6) 2003 for pelvic pain female and abdominal pain as well as ibuprofen and medroxyprogesterone acetate (depo-provera). On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2003, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), abdominal pain ("abdomen pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("emotional anguish/ psychological or psychiatric problems (condition: mental anguish)") and depression ("psychological or psychiatric problems (condition: depression)/psych injury"), 1 month 9 days after insertion of essure (ess205). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), headache ("headaches"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (dilation & curettage, hysteroscopy endometrial ablation and laparoscopic bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the pelvic pain, heavy menstrual bleeding, abdominal pain, vaginal haemorrhage, menstrual disorder, headache, anxiety, depression, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, headache, heavy menstrual bleeding, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: right fallopian tube implant: 3 coils, left fallopian tube implant:3 coils. She is currently planning for essure removal. Date of insertion: (B)(6) 2003(discrepancy noted per pif). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: a. Left and right fallopian tube, segmental salpingectomy: unremarkable fallopian tube. No diagnostic abnormality. Complete cross-sections are identified. B. Endometrium, curettage: mid secretory phase endometrium. No endometritis (plasma cells), endometrial hyperplasia or neoplasia. Focal changes consistent with a benign endometrial. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: dysmenorrhoea. Lot number:12230036 manufacture date: 2003-01 expiration date: 2004-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 13-dec-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') in a (B)(6) female patient who had essure (ess205) (batch no. 12230036 - not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included vaginal discharge, bacterial vaginosis, obesity, lumbar strain, back pain and grand multiparity. Previously administered products included for an unreported indication: ibuprofen and tramadol. Concurrent conditions included fibroids. Concomitant products included nsaids since (B)(6) 2003 and paracetamol (acetaminophen) since (B)(6) 2003 for pelvic pain female and abdominal pain as well as ibuprofen and medroxyprogesterone acetate (depo-provera). On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2003, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), abdominal pain ("abdomen pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("emotional anguish/ psychological or psychiatric problems (condition: mental anguish)") and depression ("psychological or psychiatric problems (condition: depression)/ psych injury"), 1 month 9 days after insertion of essure (ess205). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), headache ("headaches"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (dilation & curettage, hysteroscopy endometrial ablation and laparoscopic bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the pelvic pain, heavy menstrual bleeding, abdominal pain, vaginal haemorrhage, menstrual disorder, headache, anxiety, depression, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, headache, heavy menstrual bleeding, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: right fallopian tube implant: 3 coils, left fallopian tube implant: 3 coils. She is currently planning for essure removal. Date of insertion: (B)(6) 2003 (discrepancy noted per pif). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: left and right fallopian tube, segmental salpingectomy: unremarkable fallopian tube. No diagnostic abnormality. Complete cross-sections are identified. Endometrium, curettage: mid secretory phase endometrium. No endometritis (plasma cells), endometrial hyperplasia or neoplasia. Focal changes consistent with a benign endometrial. This lot 12230036 is not valid. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 01-dec-2021: mr received. Case became serious incident as essure was removed and hysteroscopy endometrial ablation added as a treatment for heavy menstrual bleeding. New event added: dysmenorrhea. Reporters, essure removal details and medical history were added. Lab data added. We received a not valid lot number in this case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.